Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID#: (B)(4).

Event description:
It was reported during insertion, the guidewire could not go through the inner lumen of the intra-aortic balloon (iab). A new iab was then inserted and the same guidewire was able to be inserted without issue. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. The guide wire was not returned for evaluation. A kink was found on the inner lumen within the membrane approximately 20.6cm from the iab tip. The technician attempted to insert a laboratory 0.025¿ guidewire through the inner lumen and resistance was only felt at the kinked location of 5.6cm. The condition of the iab as received indicated a kink on the inner lumen. A kink in the inner lumen can cause difficulty during insertion of the guide wire. We are unable to determine when the kink may have occurred. The evaluation confirmed the reported difficulty to insert the guidewire. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).